Event description:
Caller reported a tandem mobi cartridge alarm during the pump's load process. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.